Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a total hip arthroplasty done at local surgery center a little over two weeks ago. Surgeon called me and said patients hip was infected and he wanted to just change the liner and head ball along with put in some stimulant beads. Surgeon remove the liner and head, did a complete washout and implanted the stimulant beads. He put in the same size liner and put in a ceramic 36 revision head +8.5 with the titanium sleeve. Patient was stable surgeon closed.